Event description:
A caller reported a cartridge alarm 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller in loading a new cartridge using the correct technique, allowing the caller to successfully resume insulin therapy. The issue was resolved.